Event description:
The following info was reported to bsc; "after the case, when the catheter was pulled out there was a big piece of char on the catheter tip. The case was completed successfully and there were no pt complications. There were no defects noticed prior to the procedure.

Manufacturer narrative:
Investigation is currently being conducted. A f/u report will be submitted upon completion.